Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was explanted following a trauma. Hearing performance with the device was affected. Re-implantation took place on (B)(6) 2017.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match this finding. This is a final report.

Event description:
The patient was explanted following a trauma. Hearing performance with the device was affected. The patient was re-implanted. Device was received with multiple other devices in a single explant kit, not per med-el regulations.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. The device explantation report form states that the implant housing was found damaged during removal surgery, but in situ measurement is not supporting this information. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. The device was explanted but has not been received for investigation yet.

Event description:
The patient was explanted following a trauma. Hearing performance with the device was affected. The patient was re-implanted.